Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Additional 510(k) number is k101880.

Event description:
It was reported that the internal threads of the implant became damaged. Customer has requested a rethreading tool to fix the threads and the implant remains implanted.

Manufacturer narrative:
One (1) imp,tsv,mcol mg,4.7mm,10m (tsvmwb10) was not returned for investigation. Visual inspection could not be performed. The investigation has been performed based on the available information using the item and lot number along with the applicable device history record (DHR), instructions for use (IFU), and risk file. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. No pre-existing condition noted, and no per form was provided. Bone density type is unknown. The reported device was located on an unknown tooth location (universal) and was used for an unknown amount of time. The customer did not provide any pictures or x-rays. Review of appropriate documentation: instructions for use - tapered screw-vent and trabecular metal implants, ifu4869 rev 9-10/19. DHR review: DHR review was completed for the subject lot number (1244782). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review: complaint history review was performed for the reported lot number (1244782) for similar events and no other complaint was identified. Review completed utilizing keywords: damaged threads post market trend review: may post market trending was reviewed and there were no actionable events or corrective actions for the reported event (damaged threads) or product (tsvmwb10). No actionable items have been triggered that will affect complaint handling on our end for this month. Based on the available information, device malfunction could not be verified and the reported event was non-verifiable. Sections updated: b4: date of this report. G3: date investigation results were received. G6: type of report and follow up number. H2: follow up type. H3: device evaluated. H6: adverse event problem codes. H10: manufacturer's narrative.

Event description:
There is no update to the original complaint description provided.